Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. In addition, the pump history was noted to be inaccurate and indicated a data log corruption. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.